Event description:
It was reported that during the process of passing a sheath dilator through the iliac artery. Resistance was felt by the physician. The physician continued to insert the device with some force and this resulted in an iliac dissection. The device was removed and a tear was noted in the sheath. The iliac artery was surgically repaired and the ancure endograft was successfully deployed.